Event description:
Reported (on FDA-medwatch) as: "...lap band device had defective tubing. It was broken and leaked fluid. ...device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
Medwatch sent to FDA on: 09/21/2007. Based on the serial number provided by the reported, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm, or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The implant and explant dates have not been reported to allergan at this time. Further information from the reporter has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."